Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I received the depuy pinnacle porous acetabular cup 56mm with a 36mm metal acetabular liner, a 15.5mm with porous coated, high offset femoral stem with a -2 femoral head. Soon after surgery I began experiencing pain and difficulty with the implant. In (B)(6) 2009, I returned to my doctor in such severe pain that the doctor noted the hip replacement had disabled me. My walking activities were severely limited and required the use of a cane for weight bearing and the use of a motorized scooter. The pain continued through multiple doctor's visits in 2010. I now find myself in constant pain and immobile without the use of a cane or walker. Since the implantation of the pinnacle device, I experience severe pain and discomfort in my left thigh and left hip area. On (B)(6) 2010, I went to the emergency room with severe vomiting. I had severe pain in my hip which was traced to a hip infection. On (B)(6) 2010, I underwent a left hip arthrotomy. Upon entering the hip, my doctors found purulent material which was sent for cultures. After multiple attempts, and a lengthy period of time, the depuy metal shell was finally able to be removed during this procedure. My hip was drained and a drain implanted. Eventually, on (B)(6) 2010, I underwent the first-step of a revision of my hip implant to remove the pinnacle device. The very lengthy, complicated removal of a well-ingrown pinnacle device caused significant pain and suffering. I was temporarily implanted with an antibiotic delivery device to allow for the administration of antibiotic drugs to infections in the hip and groin area. The recovery was painful, but eventually the infections subsided enough to allow me to have revision surgery performed. On (B)(6) 2010, I had the second-step of the revision surgery to remove the temporary antibiotic delivery device and replace it with another hip implant. I still require a cane and walker and undergo aquatic therapy to alleviate the chronic pain in my back and lower extremities.